Manufacturer narrative:
A1-a5 patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11 livanova manufactures the heater cooler 3t system, the event occurred in united states. Livanova field service engineer was dispatched to customer facility, inspected the device and air vent valves on patient circuits 1 and 2 found to be defective, to fix the issue they were both replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the heater cooler 3t system pumps drainage function was not working properly, causing water flooding in the operating room. The event occurred during priming. There was no patient injury.